Event description:
The customer reported that during a laparoscopic radical prostatectomy, the active blade on the dissector became disengaged after being withdrawn through the trocar and being cleaned by the scrub nurse. The active blade did not fall into the patient cavity. There was no patient injury and the surgeon opened a second dissector to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.